Event description:
It was reported that the patient presented to the hospital for an unrelated elective device replacement procedure. During the procedure, the left ventricular lead retracted and exhibited a loss of capture. The physician elected to cap and replace the lead. The procedure was completed successfully. The patient was in stable condition post surgery.